Manufacturer narrative:
"During an internal audit, it was determined that complaints for similar devices, and device malfunctions that have the potential to harm the patient if they were to recur, were not reported as per FDA guidance. After retrospective review, this event is determined to be MDR reportable." "Bolton medical is voluntarily reporting a device malfunction related to the relay thoracic stent graft with transport delivery system (relay 85). The relay 85 system is not marketed in the us, however it is similar to the relay thoracic stent graft with transport delivery system approved for sale in the us in 2012 (p110038). The relay 85 related event occurred in (B)(6). The event did not lead to patient death or injury."

Event description:
When doctor changed the relay controller to position 2 to unsheathe the device from the inner sheath, the handle could not be moved backwards. Doctor tried several times putting a lot of pressure but was unsuccessful. Then, the doctor changed the position to 1 to try to resheath the inner sheath into the outer sheath and the process could partially be reached. Unfortunately 2-3 stents (which were still covered by the inner sheath) could not be reasheathed it and doctor took the system out damaging the femoral artery a bit. Then, a new relay 30x150x26 was implanted successfully. After the case, the doctor tried to see what had happened and moved the device in position 1 taking all the stent-graft out of the rigid sheath. Then, he changed to position 2 and could only unsheath 2-3 stents. So, he decided not to force and gave the device to the distributor. Outcome of the patient: although the femoral artery was affected by this incidence, the doctor informed that the final outcome was positive.